Event description:
It was reported that device sterility was compromised. The opticross imaging catheter was selected for intravascular ultrasound examination, and it was noted that the ivus catheter was contaminated and defective. No patient complications were reported. Other information is currently unknown.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: media review: the media provided by the customer does not show evidence of the reported issue. Device analysis findings: the device was returned for analysis. Visual inspection revealed the sheath and imaging window were kinked. No damages or failures were observed on the catheter code pcba (ccp) board assembly nor on the hub connector pins. The impedance test shows an electrical open at the proximal end of the catheter between 130-140 cm from the distal housing. Microscopic inspection revealed the guidewire exit port and the distal section of the tip were in good condition. The catheter was properly recognized by the imaging system when plugged into the mdu, and no connection issues or errors were detected during its testing. Also, a test guidewire was inserted, and no indication of resistance in tracking the guidewire into the catheter was noted. The flush test could not be performed due to the residues inside the imaging window. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: regarding the reported device contamination during use, the as-analyzed cause code of cause not established was assigned following a review of the reported event details, available information, and product record review. In this case, the returned device was visually inspected, and no signs of a foreign material or contamination was observed that could be related to this reported event. This investigation has been assigned an overall investigation conclusion code of adverse event related to procedure. It was noted that the shaft was kinked. A kink can occur during procedural advancement, when friction between the catheter, hemostasis valve, guide catheter, and lesion impedes movement, or from external handling forces on the device. The malfunction of the device was not confirmed.

Event description:
It was reported that device sterility was compromised. The opticross imaging catheter was selected for intravascular ultrasound examination, and it was noted that the ivus catheter was contaminated and defective. No patient complications were reported. Other information is currently unknown.